Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 21-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving compounded baclofen (unknown dose and concentration), bupivacaine (unknown dose and concentration), dilaudid (hydromorphone) ( unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported decreased therapeutic relief and they were hopeful their pain relief improves following their pump replacement (secondary to normal battery depletion; battery has not yet depleted). No action at this visit. On (B)(6) 2021 the it (intrathecal) rate was increased secondary to uncontrolled pain. On (B)(6) 2022 during a cap (catheter access port) dye study (which is routinely performed prior to a pump replacement secondary to normal battery depletion), the catheter could not be aspirated and it was observed that the catheter tip had migrated from t3 to t6. The plan was to replace catheter at the time of pump replacement.  No action was taken regarding the migrated catheter.  The outcome of the occlusion and symptoms was noted as ongoing and the outcome of the catheter dislodgement was unresolved with no further action planned.  The device diagnosis was catheter occlusion and catheter dislodgement and the clinical diagnosis was decreased therapeutic relief.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported no intervention was planned.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#: (B)(6), implanted: 2009 (B)(6), explanted: 2022 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2022 (B)(6) the catheter was e explanted/replaced secondary to occlusion. The catheter tip was positioned at t4. The outcome of the event resolved without sequelae on 2022 (B)(6).